Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements on the left ventricular channel. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.